Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported 'failed rate verification' which was reproduced when the device failed flow rate testing. 'Failed rate verification' was verified and found to be caused by an out of specification pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed rate verification. There was no patient involvement. No additional information is available.